Event description:
It was reported that the infusion rate displayed wrong rate than was programmed. There was patient involvement, but the outcome is unknown. Although requested no additional information was reported on the patient outcome.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint issue of an infusion displayed the wrong rate was not definitively confirmed because the intended infusion rate was not provided by the facility. ¿ during testing, it was noted that segment f of the middle digit (seven segment led) of the rate display was dim. It is possible this issue was associated with the report by the facility. Temporary replacement of the display board, for testing purposes only, resolved the seven segment led. ¿ laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. ¿ the event date was reported on 28 december 2024; the time was not reported. However, the review of the pcu event showed there was no record of the date of the reported event. ¿ review of the pcu event log showed no data for the reported event date with the suspect pump module. The facility did not provide infusion details. The review of the logs is based on the last programmed infusion administrated by the suspect pump module (s/(B)(6)) on 29 december 2024. The user selected ¿yes¿ to ¿new patient¿. The profile in use was identified as ¿ICU¿. ¿ on 29 december 2024, at 3:31 pm the pcu was powered on, and were added the pump module s/n:(B)(6) (channel a), and the pump module s/n:(B)(6) (channel b). ¿ at 2:32 pm, the user selected channel a, and ICU profile was selected, and guardrail drugs (heparin full dose) was programmed at a drug amount: 25000 units, diluent volume: 250 ml, concentration: 100 units/ml, patient weight: 72.6 kg, dose: 19.1 units/h, rate: 13.8666ml/h with vtbi: 50 ml, and the infusion was started, pvi = 0ml. ¿ between 3:33 pm and 3:34 pm, the pump module alarmed check IV set, then the user selected channel a, and the dose was update to 22 units/h, the user pressed channel off on channel a. Then the user channel a was selected, and guardrail drugs (heparin cardiac dose) was programmed at a drug amount: 25000 units, diluent volume: 250 ml, concentration: 100 units/ml, dose: 18 units/h, rate: 4 ml/h. ¿ at 3:35 pm, channel a was selected, and guardrail drugs (heparin full dose) was programmed at drug amount: 25000 units, diluent volume: 250 ml, concentration: 100 units/ml, rate: 4 ml/hr. The user pressed channel off on channel a, pvi = 0ml. ¿ at 3:36 pm, the pcu was powered off. ¿ the bd alaris user manual v12.1.3 states not to use a device with any damage. Send it to biomedical engineering for repair. ¿ it is possible to program an infusion with a rate that is displayed with two decimal places (one-hundredth of a ml per hour) on the pcu for the pump module. However, due to space limitations on the pump module rate display, the rate is displayed to the nearest one-tenth of a ml per hour on the pump module. This value is only used for display purposes and the pump module is actually infusing at the more precise rate noted on the pcu. ¿ the device was reported with patient involvement but no harm. ¿ the system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Note to repair center: suspect pump module s/n: (B)(6) was disassembled for this investigation. Please replace the display board. During the investigation, the door harness was damaged, please ensure to replace it. Mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center or the customer. Please re-torque all screws. Repair center should follow their normal processing for the device, checking for any incidental issue prior to return it to customer. Root cause: the root cause for the reported issue of an infusion displayed the wrong rate was not definitively determined; however, a dim/missing segment due to a defective seven segment led on the pump module display board was found during the investigation. Note that imdrf annex a1801, a040502, c0601, d15 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the infusion rate displayed wrong rate than was programmed. There was patient involvement, but the outcome is unknown. Although requested no additional information was reported on the patient outcome.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.